Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator exhibited inappropriate automatic mode switch episodes caused by far r-wave oversensing. Programming changes were made. The patient was stable.